Manufacturer narrative:
Concomitant product(s): product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg/ml at 1200mcg/day via an implantable pump. The indications for use were intractable spasticity and post spinal cord injury. On 19-sep-2018 it was reported that the patient had an initial implant on (B)(6) 2018. The pump was programmed the same day using the new tablet clinician programmer to 50 mcg/hour per the managing physician¿s request/prescription. The patient stayed overnight for antibiotics post-surgery and went into the ICU (intensive care unit) for overdosing symptoms. It was confirmed that the np (nurse practitioner) and the surgeon signed off on the pump report and a copy was put in the patient's folder, but nobody caught the dosing error. The pump was supposed to have been programmed to 50 mcg/day and not the 50 mcg/hour that was prescribed and it resulted in the patient receiving a dose of 1200 mcg/day. The patient was okay now ((B)(6) 2018) and the dose was changed from 1200 mcg/day to 24 mcg/day (lowest simple continuous rate) when the patient went into the ICU. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code 22 is no longer applicable for this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-nov-2018 from saol therapeutics who reported that the patient¿s symptoms of overdose were intractable nausea/vomiting, uncontrolled blood pressure, and lethargy resulting in aspiration. The patient was admitted to the hospital on (B)(6) 2018 and discharged on (B)(6) 2018. The progress note (subjective assessment) from (B)(6) 2018 noted that the patient was currently in the ICU (intensive care unit) due to baclofen toxicity. The telemetry report was reviewed which noted the wrong dose postoperatively. Overall the patient looked much better. He was able to hold a conversation. He stated that the intractable vomiting had ceased, and he was able to breathe better in the ICU. He was planning on being discharged back to the main floor hopefully in the next 24 hours. He already had an appointment to be seen at the pain clinic in the next 1 to 2 weeks. At that time, they would adjust his baclofen pump back to 50 mcg/day and also consider a personal therapy manager at that time. The progress note (objective assessment) from (B)(6) 2018 noted that the patient¿s blood pressure was 113/57, pulse 88, respirations 36, pulse oximetry 95% on 5l nasal cannula. The patient appeared alert and oriented x3. He did not appear to be in any acute distress. The patient was sitting in his ICU (intensive care) bed. His affect was pleasant and appropriate. He was answering questions appropriately. The remaining portion of the exam was deferred. He was complaining of slight left leg weakness compare to the right. Otherwise, he believed he was doing very well with the baclofen pump at that point. The recommendations from the (B)(6) 2018 noted to continue the intrathecal baclofen pump rate of 24 mcg/day. The patient was scheduled to follow-up with the pain clinic on (B)(6) 2018. At that time they would readjust his baclofen pump to the expected dose of 50 mcg/day and active his personal therapy manager for continued use at home. The patient was to continue additional norco for 7 days only for postop pain coverage. The patient was administered the following while in the hospital: sodium chloride, ancef, benadryl, dulcolax, tylenol, sodium phosphate, potassium chloride, dextrose, zofran, norco, scopolamine, vancomycin, zemuron, diprivan, neo-synephrin, neostigmine, versed, lidocaine, robinul, sublimaze, brevibloc, ephedrine, decadron, and sensorcain. Blood work included a complete blood counts and chemistries. The indication for lioresal use was cervical myelopathy, le (lower extremity) spasticity, and spinal cord tumor with shunt revisions. The lot number, expiration date, and ¿ndc#¿ for the lioresal were unknown. The patient¿s medical history included spastic paraplegia, chronic pain syndrome, an allergy to latex, numbness and tingling sensation down his arms when waking from bed, lumbar degenerative disc disease, bone spurs at l3-4 and l4-5, and post-surgical changes at c4-6, chronic depression, pneumonia, tension/generalized anxiety disorder, scoliosis, imperforated anus that was corrected, spinal stenosis, and hydrocephalus with surgeries for rectal atresia, shunt implant, colostomy, closure of colostomy, shunt revision, spinal cord tumor removal, and cervical laminectomy with fusion. The patient was 69 inches tall. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative did also clarify that this particular physician did typically write the prescription as an hourly dose instead of daily, so the dose was ordered as 50 mcg/hour. It was stated it wasn't clear whether the surgeon was just confirming the written order when he verified the programming on the screen, or would have known some other way what the intended dose was prior to the update. It was also clarified that the np who verified the order was given the long session report with which to do so. The representative mentioned that after the patient started having symptoms, a nurse and the np read the pump on their own, and did not notice a problem at that point either. It wasn't until later at some point when the managing physician became involved that she realized the dose programmed was not what was intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The long session report from (B)(6) 2018 was provided by the representative. The current settings of the session report indicated the 24 hour dose of lioresal was 1,201.56 mcg (50.07 mcg/hr). The session report indicated to refill the pump before (B)(6) 2018.